Manufacturer narrative:
Sensor 3mh004n9wxm has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was properly seated. No failure modes were observed upon visual inspection of the sensor plug. The sensor adhesive was not returned. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached from her arm prematurely after less than a day of wear. The customer was unable to obtain scan readings and had contact with a healthcare provider who "provided her some medications to calm her nerves and make her blood sugar lower" for diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached from her arm prematurely after less than a day of wear. The customer was unable to obtain scan readings and had contact with a healthcare provider who "provided her some medications to calm her nerves and make her blood sugar lower" for diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.